Manufacturer narrative:
Device passed displacement test and a21 error test. No unexpected a21 alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process. Customer stated the insulin pump was not stored or not in used for an extended period of time. Customer stated the insulin pump alarm occurred after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.